Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found the wash buffer puddled under reagent probes. The fse replaced the reagent probe waste valve to resolve the issue. The fse primed the analyzer and observed the further leaks. The customer performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for blood urea nitrogen, creatinine, glucose, total bilirubin, acetaminophen and other unspecified chemistries on their dxc 600i clinical chemistry analyzer. The customer reported approximately 20 patient results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided only an example of glucose results for one patient.